Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved. The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was treated with cephalosporin. The recipient was hospitalized in (B)(6) 2016. The recipient underwent surgery to clean the implant site on (B)(6) 2016. The recipient's device was explanted.